Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders found no abnormalities and passed the leak testing. Examination of the pump identified that the component was contaminated, and the functional testing was unable to be performed. The pump passed the leak testing performed. The reservoir presented wear at a fold in the reservoir shell, but also passed the leak testing. Based on the information available, the reported observations were unable to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage at an unspecified location. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage at an unspecified location. A revision surgery was performed to explant and replace the device. No patient complications were reported.